Manufacturer narrative:
It was reported that due to mesh erosion, patient underwent revision/ removal surgical procedures in 2010 & 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with a cystourethroscopy. It was reported that following insertion the patient experienced vaginal bleeding, chronic vaginal drainage, painful urination, painful intercourse, localized pelvic pain, mesh erosion, anxiety, emotional distress, and need for corrective surgery in 2010 and 2012. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/11/2019.